Event description:
The customer reported, the hv cable had broken loose at the c and the system was not working. It was getting a half moon image in the display area. Also the system didn't rotate the image in one direction. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep installed the new hv cable as old one was broken at the c. He also replaced the ii and hv power supply to resolve the image issue. The system fails to rotate image in one direction. He installed a new camera and adjusted it as necessary. The system now works properly.